Event description:
Revision surgery - due to the patient complaining of knee instability; flexion instability.

Manufacturer narrative:
The reason the revision surgery was performed was to alleviate patient joint instability after 14 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 59603160. A total of (B)(4) complaints have been submitted against this part number. (B)(4) of the complaints are attributed to patient instability or looseness. The remaining complaints have resulted from other issues such as infections, and pain. No definitive information was provided indicating the reason/root cause for the instability. The event is deemed to be non-product related and is most likely the result of patient contraindications. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.